Event description:
Case number: (B)(4): mps reported difficulties passing tha pelvic 'bone registration' + arm shaking during reaming + inaccurate reaming/impaction. Surgeon bailed to manual. Detailed maintenance inspection performed. Could not duplicate. Log files indicate multiple motor torque limit and continuous torque errors due to robotic arm being pushed too hard and/or beyond limits. Made slight adjustment to j5 transmission cables, not believed to contribute to issues experienced. Robot is working as intended. All checks and validation testing passed, no defects noted, system is ready for clinical use.

Manufacturer narrative:
Reported event an event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed. Method & results : the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: detailed maintenance inspection performed. Could not duplicate. Log files indicate multiple motor torque limit and continuous torque errors due to robotic arm being pushed too hard and/or beyond limits. Made slight adjustment to j5 transmission cables, not believed to contribute to issues experienced. Robot is working as intended. All checks and validation testing passed, no defects noted, system is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that quality inspection procedures were completed with no reported discrepancies complaint history review: there are other similar complaints in the lot referred. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
Reported event an event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed. Method & results : the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: detailed maintenance inspection performed. Could not duplicate. Log files indicate multiple motor torque limit and continuous torque errors due to robotic arm being pushed too hard and/or beyond limits. Made slight adjustment to j5 transmission cables, not believed to contribute to issues experienced. Robot is working as intended. All checks and validation testing passed, no defects noted, system is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1625 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there are other similar complaints in the lot referred. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case number: (B)(4): mps reported difficulties passing tha pelvic 'bone registration' + arm shaking during reaming + inaccurate reaming/impaction. Surgeon bailed to manual. Detailed maintenance inspection performed. Could not duplicate. Log files indicate multiple motor torque limit and continuous torque errors due to robotic arm being pushed too hard and/or beyond limits. Made slight adjustment to j5 transmission cables, not believed to contribute to issues experienced. Robot is working as intended. All checks and validation testing passed, no defects noted, system is ready for clinical use.